Event description:
It is reported that while trying to seat the stem down the canal with the insertion handle, a chunk of the stem broke off.

Manufacturer narrative:
Evaluation summary: as received, the tip of the implant driver is deformed and will not fit into the impactor solt of stem. A piece of the stem lateral to the impactor slot has been chipped off. The implant driver's usage history is unk. The implant driver deformation is probably due to repeated impaction over the life of the device. The damage to the stem is probably due to impacting the stem without fully seating the implant driver into the impactor slot. Device history records indicate device manufactured to specification.